Event description:
A customer reported a cartridge alarm 6 with their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to load a new cartridge, which resolved the issue, and the pump resumed normal operation. The customer was able to resume insulin delivery.